Event description:
It was reported that the patient was unable to recharge her implantable neurostimulator (ins). A physician mode reset was unsuccessful at charging the device. There was no communication between the ins and recharger or programmer. The device was not flipped and the implant depth was noted as okay. The ins was replaced and the patient is fine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the internal neurostimulator model 37714, serial # (B)(4), found reduced battery capacity due to overdischarge. No significant anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).